Manufacturer narrative:
(B)(4). Dimensional checks have been performed on the taperloc implant and the rasp. No discrepancies were found that would result in the reported issue. Both tprloc 12/14 por lat 20x160 and tprlc rasp prov 20mm were returned in pristine condition. A review of the complaint database has found no similar complaints reported with these items. The complaint database will be continued to be monitored. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During surgery: the customer claims that after the final rasp size 20 the cement-free implant could not be anchored press-fit. To complete the procedure a cemented shaft has been used.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to correct information. The implant date in the initial report is incorrect as there is no implant date.

Event description:
Problem anchoring taperloc shaft.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During surgery: the customer claims that after the final rasp size 20 the cement-free implant could not be anchored press-fit. To complete the procedure a cemented shaft has been used.

Manufacturer narrative:
(B)(4). Concomitant medical product - tprloc 12/14 por lat 20x160, item 650-0354, lot 1547871. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01257.

Event description:
During surgery: the customer claims that after the final rasp size 20 the cement-free implant could not be anchored press-fit. To complete the procedure a cemented shaft has been used.